Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving a service code 204 and the pins on her electrode belt connector were damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged connector pins) has been confirmed. Upon investigation pins 8, 9 and 12 were bent in the trunk cable connector, preventing the electrode belt from connecting to a monitor and causing the reported service code 204. The root cause for the damaged pins could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The patient was issued a replacement electrode belt.